Manufacturer narrative:
Fiber analysis: the fiber was found to be fractured proximal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap - this issue could also result in the fiber not rotating/responding to the control knob as reported. Mile detritus on the metal cap and mild devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode; the fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 143,653 joules while using the surgical fiber during a prostate procedure, the fiber would not rotate in the scope, as if the tip of the fiber had expanded during the procedure. A standard 23-fr set/scope was used and no issues were detected with the instrumentation/equipment. The procedure was completed using a second fiber. Patient outcome: "no patient injury reported."